Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed near the 4cm depth marking. The split occurred within a permanent kink impression. The catheter kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed dully granular, inward curving edges. Material wear, buckling and discoloration were observed in the vicinity of the split. The split was consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical stresses such as kinking gradually cause a fracture to form and propagate in the catheter material. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, when they used the PICC it was leaking. When they pulled it out they saw a hole 5 cm from the 0 mark.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, when they used the PICC it was leaking. When they pulled it out they saw a hole 5 cm from the 0 mark.